Event description:
I had mentor silicone breast implants revision surgery in 2003. I have had autoimmune problems since first implantation (mcghan) but was unaware of the connection. Ten years later, both mentor implants have ruptured (MRI), I have numerous autoimmune continuing issues and my insurance refuses to pay for explant because they do not cover complications of cosmetic surgery even though there was not a lot of info available or given 15-20 years ago. I do not know how the implants were ruptured or when but having consistent pain for 2 years. To have leaking silicone implants removed is a medical necessity agreed on by all my doctors and even FDA but insurance companies deny coverage in their contract of service. My insurance is through my work and I did not know an insurance company could deny a medically necessary surgery, so I was unaware this situation could happen.